Event description:
It was reported that mount screw fractured when the dentist was placing the implant. The fractured part of the mount screw has been removed with success. Implant remains in patient's mouth. No implant damage reported.

Manufacturer narrative:
Upon visual inspection, the implant mount screw was fractured. The complaint was confirmed. The lot number for the implant mount was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined..